Event description:
Hospital was experiencing issues with the posiflow access device. Device was occluded and nurses were unable to access site for flushing. Nurse reported they were restarting IV's until they realized it was the device and replacing the device would allow them to proceed with the flush.